Manufacturer narrative:
(B)(4); dexcom reviewed the receiver data on (B)(4) 2014. There were indications of gaps in transmission.

Event description:
Diabetes educator contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient was using a transmitter that had expired. Diabetes educator did not report any injury or medical intervention at the time of contact with dexcom technical support.